Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that every time he was charging up his machine and unplugged it there was a message on the screen that he needed to charge it again. The patient wondered if a recent fall may have caused an issue with him having to charge more often. The indication for use was spinal pain. No patient symptoms reported.